Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm within 20 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.